Event description:
As reported by the od, the pt has a pre-existing corneal scar. The lens was dispensed to the pt on (B)(6) 2013. On (B)(6) 2013 the pt stated that the lens was causing some discomfort. The od determined that the lens was found to have been bearing on the scar causing a small are area of staining. An antibiotic (zymaxid) was prescribed as a precaution. At the follow-up visit the inflammation had resolved.